Manufacturer narrative:
Determination of root cause -- assessment: a review for twelve months prior to the reported date for all clinical complaints showed no previous complaints for this system. Status checks and preventive maintenance were performed on (B) (6) 2008 and every parameter was found to meet factory specifications. Non-product factors such as individual pt response to the laser ablation, pt healing characteristics, and preoperative pt selection in accordance with criteria noted in the physician's booklet could not be ruled out without clinical/surgical records to review. The reported complaint of overcorrection and undercorrection could not be confirmed or denied. Conclusion: the surgeon did not feel the issues were related to a problem with the laser. He felt these events were related to the patients' healing response. (B) (4)

Event description:
Adverse event(s): overcorrection; undercorrection. A technician reported that the site had been noticing overcorrections and requested to have a preventive maintenance visit. Multiple (>10) attempts were made to speak with the surgeon. F/u communication with the reporter indicated the physician had two patients with "very slight" overcorrection and undercorrection. The surgeon declined an offer for assistance with nomograms and stated that he did not feel the issues were related to a problem with the laser. He felt these events were related to the patients' healing response. Status checks and preventive maintenance were performed on (B) (6) 2008 and every parameter was found to meet factory specifications.